Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Additional details have been requested regarding the reported event. At this time, no additional information has been provided. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the likely cause of the reported event is due to insufficient or inadequate reprocessing. However, the root cause of the reported event is unable to be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The returned device evaluation is completed. Upon inspection of the device, it was observed that there is presence of foreign material on the distal end of the device. This is likely due to insufficient reprocessing. Other observations for the device are: grip has a dent; air/water and suction cylinder are discolored; right/left knob is chipped; switch box has dent; protector is damaged; l-arm in forceps elevator is corroded; distal end is shaved; connecting tube is scratched; forceps elevator coil (k-wire) force is out of standard; adhesive around lens is worn; and up/down knob is damaged. No leakage was found in the device. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Event description:
The customer requested an annual inspection of the device. There is no harm reported to any patient. Upon evaluation of the device, it was observed that there is presence of foreign material on the distal end of the device. This is likely due to insufficient reprocessing. This medwatch is being submitted for the reportable issue of presence of foreign material in the distal end as observed during device evaluation.